Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon has been having trouble with the pouch ripping. The specimen fell into the patient however it is unknown how the pouch was retrieved. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.